Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site with symptoms of bruising and a spot on the incision that looks irritated. The patient was given antibiotics. Physician examined incision and it was improving and closing up. Patient is to continue taking the antibiotics. Additional information stated that the patient developed an infection at the ipg site. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is doing well postoperatively. No product will be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7154100, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7156910, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 35501111, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site with symptoms of bruising and a spot on the incision that looks irritated. The patient was given antibiotics. Physician examined incision and it was improving and closing up. Patient is to continue taking the antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago prior to the date the manufacturer became aware.